Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump us catalog # cfp002, serial #(B)(4). Product: pentaray nav high-density mapping eco catheter. Us catalog # d128208, lot # 17048151l. Product: webster® cs catheter with ez steer¿ technology. Us catalog # bd710fj282rts, lot # 17028802m. Product: soundstar® eco diagnostic ultrasound catheter. Us catalog # 10438577. Lot # e5004739. Product: preface® guiding sheath. Us catalog # 301805m, lot # 1715117040477. Product: coolflow tubing set. Us catalog # cft001, lot # 294054. A notification was sent to manufacturer (st. Jude medical) for a non bwi product involved (brk needle / catalog # 407206) in this event. UDI #(B)(4).

Event description:
It was reported that a patient, (B)(6) female, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient experienced a shortness of breath and an echo confirmed a pericardial effusion, pericardiocentesis was performed and 400 cc of fluid was removed. The patient required hospitalization and patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control mode between 30 - 35 watts, flow setting at 30 cc and act was maintained between 250 - 300 s.